Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio replaced the main keypad and printer keypad assemblies as a precaution. After observing proper device operation through functional and performance testing, the device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that several buttons on their device were not functioning, including the charge button. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.